Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a surgical intervention to alleviate the symptoms. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, there is a discrepancy between the insertion and the onset dates of events, however, considering the other information received, it was assumed that there is a plausible temporal relationship between them. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. Considering its nature and the lack of alternative explanation, a causal relationship between heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. Even though the surgical procedure suffered by consumer was not specified, it is not possible to completely exclude that it occurred due to such events. Therefore, case was regarded as incident, since a surgical procedure was required. Additionally non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 10-aug-2016, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for birth control. In or about (B)(6) 2011 the consumer experienced sharp stabbing pelvic pains, heavy bleeding, frequent bouts of bacterial vaginosis, incontinence, dysuria, painful bloating, irregular menses, painful menses, weight gain, loss of libido, mood swings, discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2014, it was determined that she required a surgical intervention to address her complications and the procedure was performed. Please note that discrepant information was provided (start date of events prior to essure insertion date). Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a surgical intervention to alleviate the symptoms. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, there is a discrepancy between the insertion and the onset dates of events, however, considering the other information received, it was assumed that there is a plausible temporal relationship between them. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. Considering its nature and the lack of alternative explanation, a causal relationship between heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. Even though the surgical procedure suffered by consumer was not specified, it is not possible to completely exclude that it occurred due to such events. Therefore, case was regarded as incident, since a surgical procedure was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains/pain'), fallopian tube perforation ('perforated essure implant noted on the patient¿s right isthmic portion of her tube') and drug dependence ('dependency on prescribed long-term pain medication') in a 39-year-old female patient who had essure (batch no. 686781(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3 (live births: 2 ((B)(6) 2013, (B)(6) 1999)), cholecystectomy, postpartum state, c-section (with btl in 02/13.), anxiety, drug dependence, unspecified (drug addiction. Positive drug screens for narcotics that she is not being prescribed), drug abuse, non-tobacco user (denied alcohol), hypothyroidism and tachycardia. Previously administered products included for an unreported indication: birth control pill, xanax, synthroid and cardizem. Concurrent conditions included dysfunctional uterine bleeding and pregnancy with advanced maternal age. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 months 11 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), drug dependence (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and abdominal pain ("severe and constant abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) and surgery (laparoscopic-assisted total vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown, the pregnancy with contraceptive device and abdominal pain had resolved and the drug dependence was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, drug dependence, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: description of procedure: an essure tubal sterilization device was placed in each fallopian tube ostia. Both tubes were noted to be totally occluded. Three coils were noted to protrude from each fallopian tube ostia. Patient tolerated the procedure well. Pain subsided following her removal surgery. She was able to overcome her pain medication dependency, but still takes suboxone. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: patency of fallopian tubes. Laparoscopy - on (B)(6) 2014: results; perforated coil in right portion of tube. Pregnancy test - on an unknown date: results: positive. Ultrasound scan - on an unknown date: results: negative. Diagnostic results: CT abdomen and pelvis without intravenous contrast: in the pelvis, there is a 3 cm cystic mass in the upper outer left pelvis in continuity with the round ligament that may represent a cyst or hemorrhage associated with the left ovary, or may represent some form of fluid or hemorrhage in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -fallopian tube perforation most recent follow-up information incorporated above includes: on 6-jul-2021: fup 5 & retention case processed together. This is retention case. All the information has been transferred from deletion case (B)(4) such as references , reporters information , events , other relevant history , lab data and concomitant drug. Legacy no of deletion case is 2951250-2017-01183. Medical record received : reporter information and race added. Event genital haemorrhage and pregnancy with contraceptive device seriousness criteria updated as non-serious. We have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains/pain'), fallopian tube perforation ('perforated essure implant noted on the patient¿s right isthmic portion of her tube') and drug dependence ('dependency on prescribed long-term pain medication') in a 39-year-old female patient who had essure (batch no. 686781(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3 (live births: 2 ((B)(6) 2013,(B)(6) 1999)), cholecystectomy, postpartum state, c-section (with btl in 02/13.), anxiety, drug dependence, unspecified (drug addiction. Positive drug screens for narcotics that she is not being prescribed), drug abuse, non-tobacco user (denied alcohol), hypothyroidism and tachycardia. Previously administered products included for an unreported indication: birth control pill, xanax, synthroid and cardizem. Concurrent conditions included dysfunctional uterine bleeding and pregnancy with advanced maternal age. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 months 11 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications),"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), drug dependence (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and abdominal pain ("severe and constant abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) and surgery (laparoscopic-assisted total vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown, the pregnancy with contraceptive device and abdominal pain had resolved and the drug dependence was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, drug dependence, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: description of procedure: an essure tubal sterilization device was placed in each fallopian tube ostia. Both tubes were noted to be totally occluded. Three coils were noted to protrude from each fallopian tube ostia. Patient tolerated the procedure well. Pain subsided following her removal surgery. She was able to overcome her pain medication dependency, but still takes suboxone. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: patency of fallopian tubes. Laparoscopy - on (B)(6) 2014: results; perforated coil in right portion of tube. Pregnancy test - on an unknown date: results: positive. Ultrasound scan - on an unknown date: results: negative. Diagnostic results: CT abdomen and pelvis without intravenous contrast: in the pelvis, there is a 3 cm cystic mass in the upper outer left pelvis in continuity with the round ligament that may represent a cyst or hemorrhage associated with the left ovary, or may represent some form of fluid or hemorrhage in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -fallopian tube perforation. Lot number reported: 686781 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc we received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 39-year-old female patient (gravida 2, para 1) who had essure (batch no. 686781) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 live births: 2 (B)(6) 2013, (B)(6) 1999, cholecystectomy, postpartum state, c-section with btl in (B)(6), anxiety, drug dependence, unspecified (drug addiction. Positive drug screens for narcotics that she is not being prescribed), drug abuse, non-tobacco user (denied alcohol), hypothyroidism and tachycardia. Previously administered products included for an unreported indication: birth control pill, xanax, synthroid and cardizem. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, menorrhagia and vaginal haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: description of procedure: an essure tubal sterilization device was placed in each fallopian tube ostia. Both tubes were noted to be totally occluded. Three coils were noted to protrude from each fallopian tube ostia. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative. Pregnancy test - on an unknown date: positive. Ultrasound scan - on an unknown date: negative. CT abdomen and pelvis without intravenous contrast: in the pelvis, there is a 3 cm cystic mass in the upper outer left pelvis in continuity with the round ligament that may represent a cyst or hemorrhage associated with the left ovary, or may represent some form of fluid or hemorrhage in the fallopian tube. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Event pregnancy (no complications), device ineffective, abnormal bleeding (vaginal, menorrhagia), did you undergo an essure confirmation test? No. Historical, concomitant condition, lot no and drugs were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 27-feb-2018: historical, concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 39-year-old female patient (gravida 2, para 1) who had essure (batch no. 686781) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 (live births: 2 (B)(6) 2013, (B)(6)1999)), cholecystectomy, postpartum state, c-section (with btl in 02/13.), anxiety, drug dependence, unspecified (drug addiction. Positive drug screens for narcotics that she is not being prescribed), drug abuse, non-tobacco user (denied alcohol), hypothyroidism and tachycardia. Previously administered products included for an unreported indication: birth control pill, xanax, synthroid and cardizem. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 11 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("mood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (full hysterectomy). Essure was removed on 30-(B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, menorrhagia and vaginal haemorrhage outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: description of procedure: an essure tubal sterilization device was placed in each fallopian tube ostia. Both tubes were noted to be totally occluded. Three coils were noted to protrude from each fallopian tube ostia. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative pregnancy test - on an unknown date: positive ultrasound scan - on an unknown date: negative CT abdomen and pelvis without intravenous contrast: in the pelvis, there is a 3 cm cystic mass in the upper outer left pelvis in continuity with the round ligament that may represent a cyst or hemorrhage associated with the left ovary, or may represent some form of fluid or hemorrhage in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.